Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used sensor and found needle hub separated from sensor's base. Unable to perform insertion complaint due to complaint against sen-serter.

Event description:
It was reported that the customer had high blood glucose levels of 150 mg/dl. The customer reported that the sensor broke off from the serter of the insulin pump. The customer also reported that the needle housing of the sensor got stuck in the injector and broke off when the serter was pulled. The customer requested assistance removing the needle hub from the serter. The customer was advised to on how to remove the needle hub from the serter. No additional information was provided.